Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Event description:
The impactor is cracked.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correction: the failure mode for this produce was misidentified at the time of the original MDR decision, and it has now been identified as a non-reportable issue. Therefore, we are rejecting this report.